Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the lead was explanted and replaced. There were no complications during the procedure.

Manufacturer narrative:
A partial lead measuring 56.2 cm from the distal tip was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, increase in pacing lead impedance was observed. Pacing lead impedance has been increased since (B)(6) 2016. Patient was completely asymptomatic with this behavior. During in-clinic testing, increased rv pacing threshold was also noted. It was suspected that changes at lead tip tissue may have contributed to this change. Lead replacement was anticipated. The patient is on a heart transplant list. Physician has decided to continue to monitor the lead through merlin.net transmission.